Manufacturer narrative:
During the device evaluation, corrosion was found in the motor, rotor and eccentric gear. Increased friction due to corrosion is a probable cause of the reported overheating.

Event description:
It was reported that during a surgical procedure at the user facility, the device overheated. A delay of 15 minutes to the procedure was reported, and additional anesthesia was administered. A backup device was used to complete the case. It was reported that the procedure was completed successfully.